Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a return of symptoms then stated it was worse than before and headaches since implant. It was occurring daily. There was a fall that could be related to this issue and the change in therapy/symptoms was considered sudden. The patient knew stimulation was on because she could feel it even though she was incontinent. The issue started about 2 weeks ago. A manufacturing representative (rep) later reported that they went to the emergency room (ER) on (B)(6) 2016 because she was having headaches. The device was off and the patient was instructed to turn the device back on. The loss of therapy due to the device being off was confirmed. The doctor's office was aware of the issues and would instruct the patient to turn the implantable neurostimulator (ins) off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.